Event description:
The customer reported that the mts centrifuge timer was displaying 11 minutes instead of 10 minutes.

Manufacturer narrative:
The customer reported that the mts centrifuge timer displayed 11 minutes instead of 10 minutes. The user observed the issue and aborted all tests, preventing erroneous results from being reported. If the user were to perform testing on the centrifuge and the gel cards were centrifuged for the incorrect amount of time undetected, erroneous results could be reported. Product labeling advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. Product labeling advises the customer to use a separate timer if they must leave the centrifuge to verify that no power interruption has affected the timing. Instrument malfunction could not be confirmed.